Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); value was not provided. Reportedly, the customer delivered a bolus which was too large for the amount of food that the customer consumed. The issue was resolved by consuming food.